Event description:
It was reported that bd maxplus needleless connector was leaking the following information was received by the initial reporter with the following verbatim: event description date of incident: (B)(6) 2024 description of event (please provide specific details of the issue you experienced): attached bung with normal saline pre-filled syringe and upon aspirating, fluid dripped from between the cannula and bung despite troubleshooting (ensuring secure attachment of bung and cannula) sample availability (yes/no, including where we can arrange collection from if required. Please wait for these instructions prior to sending samples for investigation). If the original impacted product is not available, you may choose to send a sample of the same lot number. If the event involved any of the following, please include provide additional detail: death/serious injury - nil. Erroneous results - nil. Exposure to blood/bodily fluids - nil as ppe was worn. Safety issue - nil. Medical interventions required - nil. Pictures/videos (if possible) clearly showing the incident/defect - product still with user.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: one mp1000c-0006 sample was received in opened packaging from lot 23075207 for investigation. The sample was connected to a catheter and a bd 10ml posiflush sp syringe nacl syringe with residual fluid. The customer reported leakage "between the cannula and bung". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned sample was also subjected to leakage testing by occluding the set at each joint and flushing with air using the returned syringe and a 50ml bd plastipak syringe; no leakage was observed from the infusion set throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23075207 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that reports of this nature against the maxplus product are rare and have been occurring at a low frequency within the last 12 months.